Event description:
As reported by the user facility information by bbm sales organization in brazil: "chemo leakage". According to the customer: "after handling the chemotherapy, content leakage was identified in the connection between the pump and the equipment in three units of the easypump elastomeric pump."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Status: task completed. DHR reviewed. Device history record (DHR):- reviewed the DHR for batch 22k17ged81, there is no such defect detected at in process and at final control inspection pertaining product leakage. Status: task completed. Root cause analysis: sample/s evaluation: as there is no sample nor picture provided, further investigation is not possible. The investigation is only done based on customer complaint description. Reviewing the complaint description and historical data, the defect described is likely to be leakage at below the bbc which is due to leakage at triangle tube-step down tube connection. An approved project is in place to further address issues with leakage at triangle tube-step down tube connection. Summary of root cause analysis : as no sample was received, further investigation to identify the root cause is not possible. However, leakage was observed from the picture. Therefore, the complaint is considered as not confirmed. Cause : cause could not be determine. Neither sample nor picture is available for investigation. Justification: not confirmed.